Manufacturer narrative:
(B)(4). The device was not returned to manufacturer for evaluation therefore cause of event cannot be determined.

Event description:
It was reported that a patient with lumbar stenosi and radiculopathy underwent l4-s1 transforaminal lumbar interbody fusion on 7(B)(6) 2016.intra-op, cage broke but no fragment of the implant remained inside the patient. Product came in contact with the patient. No patient complications were reported to this event.

Manufacturer narrative:
Product analysis:visual and microscopic examination of the implant identified inserter interface is gouged and deformed. This deformation is consistent with a complete revolution of the anti-rotation feature of the inserter. The above observations are consistent with torsional overload.